Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device for between 49 and 71 hours. The site was noted to appear red, swollen, itchy and painful with purulent discharge draining. The patient visited the family doctor and was prescribed antibiotic ointments mupirocin and aflumycin. The pod was discarded.